Event description:
Initial report: this non-serious unsolicited report was rec'd from a physician via our affiliate in (B)(6) on (B)(6) 2011. Upon med review, the event of granulomas in the face has been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree (sa gr 342 10). This case involves a female pt (age unk) who was treated with poly-l-lactic acid (sculptra) 1.5 years ago (dosage, indication and injection locations not provided). Recently, this pt presented with several granulomas in the face. The largest granuloma is approx 2 cm in size. As corrective treatment the pt rec'd corticosteroid injections (nos), but they did not help. The event is ongoing at the time of this report. Other suspect drugs - none. Significant/relevant med history - not reported. Relevant concomitant medications - not reported. Action taken - unk. Corrective treatment - corticosteroid injections nos. Outcome - not recovered/not resolved. Physician/reporter causality - not reported.